Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation showed intermittent atrial undersensing on the present electrogram and well as stored episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.